Event description:
It was reported that the device was used during a laparoscopic cholecystectomy, the blade would not retract. After insertion the blade would not retract. The case was completed by opening another device of the same product code. No patient consequence.